Manufacturer narrative:
No product will be returned per customer. The customer complaint of spin collar breakage was confirmed per picture received by the customer. The breakage was observed from the collar on the male luer. The root cause of the customer¿s report of a damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
Additional information provided by the customer.

Event description:
The customer reported that the end of the set (spin collar) cracked and came off when the set was reattached to the vicu patient's IV for a levophed infusion. The set had been in use for less than 24 hours and had been attached using only finger tightening.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing broke while in use on a vicu patient during a levophed infusion. The distal luer spin collar cracked and came off. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.